Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-01-24. H6: investigation summary: samples and photos received for investigation. Through the analysis of the photos "picture (1) and picture (2)¿ it is not possible to visualize the incident (photo of the packaged product front and back). In the second photo with the name "picture (1)" and the samples evaluated it is possible to observe several syringes in the same package, where some of them are without the plunger. However, according to the client's report, the plunger breakage happened ¿after aspiration", which indicates that the syringe was in working order once the aspiration of the medication was performed. If the plunger was activated this would not be possible. A device history review was performed for the reported lot 1132503 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on our investigation we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd solomed¿ syringe with needle plunger was found broken while performing the aspiration. The following information was provided by the initial reporter, translated from portuguese to english: "the material (5ml syringe with safety device) showed a break in the plunger after performing aspiration. Used to apply injectables. "Diclofenac sodium, ketoprofen, dexamentasone".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe with needle plunger was found broken while performing the aspiration. The following information was provided by the initial reporter, translated from portuguese to english: "the material (5ml syringe with safety device) showed a break in the plunger after performing aspiration. Used to apply injectables. "Diclofenac sodium, ketoprofen, dexamentasone"."